Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/16/2024 to 11/08/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 02-sep-2024 and 18-mar-2024. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event dates of 02-sep-2024 and 18-mar-2024 in the formatted history file.  In further full review of the pump history/traces on the ss event date of 01-nov-2024 and customer's event date of 30-oct-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 01-nov-2024 and customer's event date of 30-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file for the ss event date 01-nov-2024 and customer's event date of 30-oct-2024. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 01-nov-2024 in the formatted history file.  Lostsensor1alert (780) was found on: 10/25/2024 17:11:00.000, 10/27/2024 07:06:00.000, 10/27/2024 10:01:00.000, 10/31/2024 11:38:00.000. Sensorexpiredalert (794) was found on: 10/27/2024 09:30:00.000, 10/27/2024 09:40:00.000. Lostsensor2alert (781) was found on: 10/27/2024 10:18:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, change sensor alert, sensor signal not found anomaly or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 10/24/2024 00:47:15.000, 10/24/2024 00:47:17.000. Failed battery alert/battery failed alarm was found on: 10/24/2024 00:47:15.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 06-nov-2024 at 10:36:59 am. There was no power data available for the date of 24-oct-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.90 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly, pump/transmitter communication anomaly, change sensor alert and sensor signal not found anomaly were not confirmed. Exposure to magnetic field or MRI was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, exposed to magnetic field or MRI, possible under delivery anomaly. The customer reported blood glucose value of 404 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342, mmt-431ag, mmt-7040a, mmt-1884. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was active at the time of the high blood glucose event. No further patient complications were reported. The customer will discontinue using the device. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.